Event description:
It was reported, the patient was hospitalized due to severe pain which may be attributed to infection. Subsequently, the patient's ipg was explanted.

Manufacturer narrative:
Results - the ipg passed all tests on the autotester. There was no visual or functional anomaly that could cause the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.